Manufacturer narrative:
The electrode lot number and its expiration date were not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from three patient samples tested on the cobas pure c 303 analytical unit. Patient sample 1 the initial na result was 212 mmol/l. The repeat result was 137 mmol/l. Patient sample 2 the initial na result was 175 mmol/l. The repeat result was 141 mmol/l. The repeat result was 143 mmol/l. Patient sample 3 the initial na result was 158 mmol/l. The repeat result was 137 mmol/l. The initial results were deemed too high, prompting the rerun of the patient samples.

Manufacturer narrative:
The field service engineer inspected the module and replaced the rinse tubings. He verified the module was performing according to specifications. The investigation determined that a leakage or a seal had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.